Event description:
It was reported that pump experienced malfunction labeled as malf 9, with no notable events occurring before issue. There was no reported adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.